Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that during laparoscopic surgery the device indicated values which did not match the clinical picture. Per the customer "when using a setting when insufflating co2 at the abdominal level, at high pressures (8-15), when providing supplemental o2 to patients the ori not only does not go up, but the spo2 seems to go down." No consequences or impact to patient were reported.